Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 432 mg/dl. The customer was treated with insulin pump. The customer's belt clip was going to be replaced. No further assistance is required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.